Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and replaced the system board and ht controller. The issue resolve and the system functions within specification. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the image acquisition system (ias) would not boot properly. The generator and mobile view station (mvs) connection were red x's. Rebooting did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: the pcba board was returned to the manufacturer. Analysis has been completed for the pcba control board assembly and no fault was found. It was not possible to confirm the reported issue. The control board passed functional testing, performance testing, and physician/visual examination. The suspect ht controller board has been returned to the manufacturer for evaluation, however no results are available at this time.

Manufacturer narrative:
An ht controller board for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.